Manufacturer narrative:
(B)(4). (B)(6). Reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the trial fractured during routine use.

Manufacturer narrative:
The complaint was confirmed as the product was returned and examined. Examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked and gouged ) also has fractured on lateral side of post. All pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.